Event description:
On 02/02/2024, it was reported by a sales representative via (B)(4) that a qty. 2 of ar-6482 dw remotes had exposed remote wires. This was discovered during a procedure with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Manufacturer narrative:
Complaint was confirmed. One unpackaged ar-6482 serial number: (B)(6) was received. Upon visual investigation, it was noted that the connector of the device was broken, had exposed wires and was falling apart. Functional testing could not be performed due to damage to the device. A most likely cause can be attributed to misuse/mishandling due to damage to the device. Refer to investigation photos.